Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had multiple half a pea sized air bubbles throughout the length of the tubing during therapy. The patient¿s blood glucose was 221 mg/dl at the time of the incident. The reservoir is expected to be returned for analysis.

Manufacturer narrative:
Evaluated two open and used reservoirs. Performed pre-fill reservoir test and found no air bubbles were observed during analysis. Checked o-rings for defects and none were found. The reservoir had no air bubbles noted.